Event description:
When the feeding tube was removed from the patient the weighted end was not there. The patient's x-ray showed the weight in patient's stomach. Patient will be checked by x-ray to determine whether the weight has been passed. No patient injury. Kendall qa was notified of the incident on 03/19/02.